Manufacturer narrative:
(B)(4). As the lot number was unknown and the sample was not available, an evaluation and batch review were not performed. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of three reports associated with this event.

Event description:
On (B)(6) 2011, baxter contacted the home patient's(hp) peritoneal dialysis nurse (pdrn) regarding an unrelated issue. The pdrn stated that the hp had been hospitalized on (B)(6) 2011 for peritonitis. The hp continued receiving pd therapy at the time of this report. The pdrn stated that no further information could be disclosed regarding the issue.